Manufacturer narrative:
Updated: b4, g3, h6.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was not returned for evaluation. Requests for device return were attempted but the product was not returned for evaluation. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 19mm 8300ab pericardial aortic valve was explanted after an unknown implant duration due to aortic stenosis. The explanted valve was replaced with a 21mm 8300ab pericardial valve. The patient was noted to be doing well post procedure. Concomitant mitral valve replacement was performed with a 29mm 7300tfx pericardial mitral valve replacement.